Event description:
Subject was treated with therasphere in 2006. On may 16, 2006, subject presented to ER with nausea, fatigue and abdonimalpain. Subject was treated with antiemetics and IV fluids and released in 2006. Nausea and fatigue are listed in the informed consent document, but fatigue is not. The user facility is amending the form to include this risk.